Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015, 407652 lead, implanted: (B)(6) 2005 the initial reported event of lead fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient was "prescribed and/or implanted with a defective [lead] and was injured as a result." It is also alleged that the patient has "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages. It was further reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high/undefined pacing and coil impedances, and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.